Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "possible rupture, "sits lower, "double bubble," "rash under ribcage" and, brain fog, breast implant illness, fatigue, hair loss, weight loss , "not sleeping", vision loss and metallic taste in mouth" (not device related). This record is for the left side. Device remains implanted.